Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 30-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent contraception. On or about (B)(6) 2011, plaintiff began experiencing the following symptoms, including, but not limited to: severe, abnormal menstruation pain, abnormal, heavy bleeding, prolonged, abnormal menses/erratic, severe lower abdominal/pelvic pain, severe abdominal cramping, severe back pain, pain during intercourse, hair loss, metallic taste in mouth, rashes/itching, vaginal discharge/vaginal infection, fatigue, muscle/joint pain, bloating, and weight fluctuations. On or about (B)(6) 2011, she had an hysterosalpingogram test that confirmed full occlusion. Over the next two years, the symptoms that she was experiencing escalated in severity until she would be bed-ridden at times. She presented to her primary care physician in 2013, and her gynecologist in 2014 on numerous visits regarding her symptoms but her physicians could not offer her any explanation or treatment. On or about (B)(6) 2014, doctor determined pelvic pain to be severe enough to recommend a hysterectomy. On or about (B)(6) 2015 she underwent a partial hysterectomy with removal of the essure devices. Following her hysterectomy, most of symptoms have resolved, except that she still experienced joint, muscle pain and bloating. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal, heavy bleeding (seen as genital bleeding), severe lower abdominal pain and severe lower pelvic pain. About 3 years and 5 months after essure insertion, a partial hysterectomy with removal of the essure devices was performed. These events are serious due to their medical importance and listed in the reference safety information for essure. Genital bleeding, abdominal and pelvic pain may occur with essure therapy. In this case, these events occurred about a month after essure insertion. Based on a compatible temporal relationship and considering that following her hysterectomy, she recovered from these events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 01-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal, heavy bleeding (seen as genital bleeding), severe lower abdominal pain and severe lower pelvic pain. About 3 years and 5 months after essure insertion, a partial hysterectomy with removal of the essure devices was performed. These events are serious due to their medical importance and listed in the reference safety information for essure. Genital bleeding, abdominal and pelvic pain may occur with essure therapy. In this case, these events occurred about a month after essure insertion. Based on a compatible temporal relationship and considering that following her hysterectomy, she recovered from these events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("severe lower pelvic pain") and cholecystectomy ("gallbladder removed") in a 46-year-old female patient who had essure (batch no. 822369) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, cholecystectomy, wisdom teeth removal, diabetes, adrenal mass, lymphoma and chemotherapy. Previously administered products included for an unreported indication: amlodipine from 2009 to (B)(6) 2019 and insulin from 2009 to (B)(6) 2019. Concurrent conditions included ovarian cyst, hypertension since 2009, nausea, abdominal tenderness and pelvic adhesions. Family history included congestive heart failure (mother-). Concomitant products included naloxone hydrochloride (narcan) for apnea, ondansetron (zofran) for nausea and vomiting as well as flumazenil, ibuprofen since 2011 and metformin since 2009. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), menstruation irregular ("menstrual cycle was so erratic") with menstrual disorder, diabetes mellitus ("diabetes"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain /lower back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes") with pruritus, vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), myalgia ("muscle pain / muscular pain migrated to ankle and lower back to shoulder then to neck and to the jaw"), arthralgia ("joint pain / hip pain"), weight fluctuation ("weight fluctuations"), pain in extremity ("right leg pain"), cyst ("cysts"), muscle mass ("knots on hip and thigh muscles since essure was implanted"), abdominal pain upper ("right side pain around liver"), inflammation ("so much inflammation in my body"), breast pain ("pain in my right breast") and joint swelling ("hip swelling") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (bilateral tubes (hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstruation irregular, abdominal pain, back pain, dyspareunia, dysgeusia, rash, vaginal infection, fatigue, weight fluctuation, inflammation and joint swelling had resolved, the pelvic pain, menorrhagia, alopecia, abdominal distension, vaginal haemorrhage and cyst was resolving, the cholecystectomy, diabetes mellitus, pain in extremity, muscle mass, abdominal pain upper and breast pain outcome was unknown and the myalgia and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, breast pain, cholecystectomy, cyst, diabetes mellitus, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, inflammation, joint swelling, menorrhagia, menstruation irregular, muscle mass, myalgia, pain in extremity, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: in right ostia 2 coils visualized and in left ostia 4 coils visualized, patient tolerated procedure well. Procedure was performed, patient tolerated removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: he sonogram was abnormal. The reports present the presence of enlarged uterus, essure coils bilaterally, an ovarian cyst thickened endometrium and free fluid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: limb mass, hepatic pain, inflammation, cholecystectomy, diabetes mellitus, breast pain, joint swelling" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal, heavy bleeding'), abdominal pain lower ('severe lower abdominal pain') and pelvic pain ('severe lower pelvic pain') in a 46-year-old female patient who had essure (batch no. 822369) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, cholecystectomy, wisdom teeth removal, diabetes, adrenal mass, lymphoma and chemotherapy. Previously administered products included for an unreported indication: amlodipine from 2009 to(B)(6) 2020 and insulin from 2009 to (B)(6) 2020. Concurrent conditions included hypertension since 2009, ovarian cyst, nausea, abdominal tenderness and pelvic adhesions. Family history included congestive heart failure (mother-). Concomitant products included naloxone hydrochloride (narcan) for apnea, ondansetron (zofran) for nausea and vomiting as well as flumazenil, ibuprofen since 2011 and metformin since 2009. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), menstruation irregular ("menstrual cycle was so erratic") with menstrual disorder, diabetes mellitus ("diabetes"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain /lower back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes") with pruritus, vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), myalgia ("muscle pain / muscular pain migrated to ankle and lower back to shoulder then to neck and to the jaw"), arthralgia ("joint pain / hip pain"), weight fluctuation ("weight fluctuations"), pain in extremity ("right leg pain"), cyst ("cysts"), muscle mass ("knots on hip and thigh muscles since essure was implanted"), abdominal pain upper ("right side pain around liver"), inflammation ("so much inflammation in my body"), breast pain ("pain in my right breast"), joint swelling ("hip swelling") and procedural pain ("had excruciating pain with insertion of essure") and underwent cholecystectomy ("gallbladder removed"). The patient was treated with surgery (bilateral tubes (hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstruation irregular, abdominal pain, back pain, dyspareunia, dysgeusia, rash, vaginal infection, fatigue, weight fluctuation, inflammation and joint swelling had resolved, the pelvic pain, menorrhagia, alopecia, abdominal distension, vaginal haemorrhage and cyst was resolving, the cholecystectomy, diabetes mellitus, pain in extremity, muscle mass, abdominal pain upper, breast pain and procedural pain outcome was unknown and the myalgia and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, breast pain, cholecystectomy, cyst, diabetes mellitus, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, inflammation, joint swelling, menorrhagia, menstruation irregular, muscle mass, myalgia, pain in extremity, pelvic pain, procedural pain, rash, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: in right ostia 2 coils visualized and in left ostia 4 coils visualized, patient tolerated procedure well. Procedure was performed, patient tolerated removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: he sonogram was abnormal. The reports present the presence of enlarged uterus, essure coils bilaterally, an ovarian cyst thickened endometrium and free fluid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: limb mass, hepatic pain, inflammation, cholecystectomy, diabetes mellitus, breast pain, joint swelling". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet received. Event procedural pain was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding"), abdominal pain lower ("severe lower abdominal pain") and pelvic pain ("severe lower pelvic pain") in a 46-year-old female patient who had essure (batch no. 822369) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section, cholecystectomy, wisdom teeth removal, diabetes and adrenal mass. Concurrent conditions included ovarian cyst, hypertension since 2009, nausea, abdominal tenderness, pelvic adhesions and diabetes since 2009. Family history included congestive heart failure (mother-). Concomitant products included naloxone hydrochloride (narcan) for apnea, ondansetron (zofran) for nausea and vomiting as well as flumazenil, ibuprofen since 2011 and metformin since 2009. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), menstruation irregular ("menstrual cycle was so erratic") with menstrual disorder, abdominal pain ("severe abdominal cramping"), back pain ("severe back pain /lower back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes") with pruritus, vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain / hip pain"), weight fluctuation ("weight fluctuations"), pain in extremity ("right leg pain") and cyst ("cysts"). The patient was treated with surgery (bilateral tubes (hysterectomy, bilateral salpingectomy)), surgery (bilateral tubes (hysterectomy, bilateral salpingectomy)) and surgery (bilateral tubes (hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstruation irregular, abdominal pain, back pain, dyspareunia, dysgeusia, rash, vaginal infection, fatigue and weight fluctuation had resolved, the pelvic pain, menorrhagia, alopecia, abdominal distension, vaginal haemorrhage and cyst was resolving, the myalgia and arthralgia had not resolved and the pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, cyst, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, myalgia, pain in extremity, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: in right ostia 2 coils visualized and in left ostia 4 coils visualized, patient tolerated procedure well. Procedure was performed, patient tolerated removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. The sonogram was abnormal. The reports present the presence of enlarged uterus, essure coils bilaterally, an ovarian cyst thickened endometrium and free fluid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, lot number received, reporter added,concomitant condition and drug added, event added as follows: vaginal haemorrhage, pain in extremity, cysts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("severe lower pelvic pain") and cholecystectomy ("gallbladder removed") in a 46-year-old female patient who had essure (batch no. 822369) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section, cholecystectomy, wisdom teeth removal, diabetes and adrenal mass. Concurrent conditions included ovarian cyst, hypertension since 2009, nausea, abdominal tenderness, pelvic adhesions and diabetes since 2009. Family history included congestive heart failure (mother-). Concomitant products included naloxone hydrochloride (narcan) for apnea, ondansetron (zofran) for nausea and vomiting as well as flumazenil, ibuprofen since 2011 and metformin since 2009. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), menstruation irregular ("menstrual cycle was so erratic") with menstrual disorder, diabetes mellitus ("diabetes"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain /lower back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes") with pruritus, vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), myalgia ("muscle pain / muscular pain migrated to ankle and lower back to shoulder then to neck and to the jaw"), arthralgia ("joint pain / hip pain"), weight fluctuation ("weight fluctuations"), pain in extremity ("right leg pain"), cyst ("cysts"), limb mass ("knots on hip and thigh muscles since essure was implanted."), hepatic pain ("right side pain around liver"), inflammation ("so much inflammation in my body"), breast pain ("pain in my right breast") and joint swelling ("hip swelling"). The patient was treated with surgery (bilateral tubes (hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstruation irregular, abdominal pain, back pain, dyspareunia, dysgeusia, rash, vaginal infection, fatigue, weight fluctuation, inflammation and joint swelling had resolved, the pelvic pain, menorrhagia, alopecia, abdominal distension, vaginal haemorrhage and cyst was resolving, the cholecystectomy, diabetes mellitus, pain in extremity, limb mass, hepatic pain and breast pain outcome was unknown and the myalgia and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, breast pain, cholecystectomy, cyst, diabetes mellitus, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hepatic pain, inflammation, joint swelling, limb mass, menorrhagia, menstruation irregular, myalgia, pain in extremity, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: in right ostia 2 coils visualized and in left ostia 4 coils visualized, patient tolerated procedure well. Procedure was performed, patient tolerated removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. He sonogram was abnormal. The reports present the presence of enlarged uterus, essure coils bilaterally, an ovarian cyst thickened endometrium and free fluid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: limb mass, hepatic pain, inflammation, cholecystectomy, diabetes mellitus, breast pain, joint swelling". Most recent follow-up information incorporated above includes: on 7-jun-2018: events- "knots on hip and thigh muscles since essure was implanted., right side pain around liver, so much inflammation in my body, gallbladder removed, diabetes, pain in my right breast, hip swelling", reporter added from social media report. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.